Event description:
It was reported that this event occurred in the cath lab. The cardiologist prepared the intra-aortic balloon (iab) according to the instructions for use (IFU). He connected to one-way valve to the driveline tubing and slowly aspirated for vacuum. He pulled the catheter straight out of the holding sleeve. After confirming that the catheter was wrapped, he inserted the catheter through the sheath per the IFU. He checked iab placement through the fluoroscopy, but found that the whole balloon was not inflated after initiating pumping. Manual inflating was also attempted but the iab still would not unwrap/inflate. The catheter and sheath were removed together and a new iab was inserted. There were no pt complications.

Manufacturer narrative:
Follow up report will be filed if additional info becomes available.